Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to perform analysis. The usm was analyzed and the reported problem was confirmed as having occurred in the field via logs and was replicated in-house. The logs showed multiple 23062 errors on axis 7. The unit was tested on an in-house system in normal mode where it triggered a 23062 error pointing to axis 7. The unit was also tested on a pftp where it failed carriage direction test sine cycle, carriage strength, and carriage friction tests all due to dof 8 (axis 7). During investigation, the carriage stator wires and ffcs were checked but nothing was noted out of the ordinary. The unit passed all other required tests.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the site had a recoverable fault. Prior to call to intuitive technical support, the customer opted to proceed using 3-arms. The system was not using universal surgical manipulator (usm) 4 as multiple error 23062 were observed on usm4 axis 7. The procedure was completed as planned with no reported injury.